Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, the surgeon noticed twisted haptic. Additional information received and stated that the issue happened during loading and there was no patient contact. The procedure was completed on the same day.